Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and observed a gradual increase, which recently reached out-of-range values. Ts recommended to increase the out-of-range alert and continuing to monitor. No adverse patient effects were reported. This rv lead remains in service.